Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 215238 joules used, the fiber was firing straight out of the tip. The fiber was replaced with another fiber to complete the case without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output area, and detritus adhesion around output area. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 215238 joules used, the fiber was firing straight out of the tip. The fiber was replaced with another fiber to complete the case without clinical consequences to the patient.